Event description:
It was reported the defibrillator was checked 6 months ago and reported it would last another 3-4 years. The device was checked in may and reported it needs to be replaced in the next 3 months. The defibrillator was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.